Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and undersensing as the lead was found out to be dislodged. The lead was explanted. No additional adverse patient effects were reported.